Event description:
On (B)(6) 2013, at (B)(6), for a cardiohelp unit (article number 70104.8012; serial number (B)(4)) the customer reported that when the unit is turned on the screen is dark and nothing happens. The led light above the on/off switch turns green, but nothing happens. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The sensor panel was replaced by a service technician in (B)(4). New sensor panel 3402 was installed. A complete performance maintenance (pm), and functional and safety testing was performed and all tests passed. (B)(4).